Event description:
It was reported that the subject device showed stripes in the image. The issue was found during set up/ inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure (camera head shows stripes in the image) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on cable unit, noise and no image is displayed. A root cause could not be identified. Based on the results of the investigation, it is likely that the damage on cable unit caused the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.